Event description:
It was reported that when initially used on the patient, the blade was intact. The surgeon removed the blade from the patient and said that the blade sounded strange, it had a grinding sound. The tech wiped the tip of the blade and the tip slid right out of the cannula. The blade cannula and tip were then removed from the field. No known impact or consequence to patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that visually, the middle spiral wrap was broken 1.02 inches (from the distal end of the tip to the break point) when returned. Additionally, the tracker assembly wire was cut when returned. There was contamination on the outside diameters of the outer and inner hubs, outside diameter of the outer tube, and inside and outside diameters of the middle and inner tubes (spiral wrap and shafts). Functionally, for further analysis, the inner assembly spun freely by hand and the middle assembly (rotating hub) spun with no binding, but the distal portions could not be observed due to the aforementioned breakage. For additional analysis, an x-ray was performed to observe the internal construction of the device and portions of the spiral wrap, near the bend of the outer tube, were overexpanded. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: additional information suggest that b17 , c20 and d16 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.